Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the clinic due to a burning sensation in their chest. Upon device interrogation, it was noted that the right atrial (ra) lead showed undersensing for monitored non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.